Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm, vticmo13.2, -13.0/+5.5/89 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2016. On (B)(6) 2016 repositioning was performed due to misalignment. One day after repositioning ucva/bcva was 20/40 and 20/20, iop was 15 mmhg, vault- 902 microns. Rx was the same as before manipulation. It was reported that the surgeon plans to replace the icl due to the residual refractive error and high vault. As of the date of MDR submission, the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.